Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to device would not turn on. Functional tests were performed and failed due to device would not turn on. An internal visual inspection was performed and failed due to moisture damage. The receiver log was not downloaded due to unit not powering on after charging. The allegation was confirmed. The probable cause was determined to be corrosion/moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.